Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 4.48 mg/dl, and the repeat result was 0.0099 mg/dl. The repeat result was deemed to be correct. The sample was repeated because the doctor questioned the results. A second sample was collected and matched the repeat results.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that the sample probe had failed caused by a clot within the sample probe. The sample probe was replaced, and necessary mechanical adjustments were made. For verification, the equipment was confirmed by performing a 21-cup precision check for creatinine and bun; all results were passing. The investigation determined that the service action resolved the issue.